Event description:
On 10/25/99, a pt presented to the clinic and reported that pt had a small non-painful ulcer in the molar region of pt's gums and questioned whether the orasure collection could have caused this. The pt had collected an oral fluid specimen with the device approx three months before and noted that the ulcer appeared shortly after using the device. The ulcer had been present since that time.